Event description:
Or staff set up room for a an open right knee procedure. The mayo tray held the arthrowand which was plugged in and ready for use. Circulator smelled a burning smell and found that the wand had burned through the towel and mayo cover on the metal tray. It was immediately disconnected and removed. The patient was not present & there was no injury. The device is hand activated and had been placed on the tray and not otherwise touched.====================== manufacturer response for arthro wand, ambient arthrowand super turbovac 90 (per site reporter).====================== device was just picked up this week.